Manufacturer narrative:
Hospital it department changed information in admin screen when I stepped away from the machine in urgent situation. Trained it that admin is for us only she was trying to help. It caused issues with software and dicom. New computer install today. This issue was resolved and the computer was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the user was updating the network settings on the system and when she logged into admin, the top bar on the screen was blue and when she opened a terminal window, the white text shows "med659" instead of the "stealth" she is used to seeing (picture provided). User started updating the network configuration and found there was information entered there that she had not entered. She finished setting up network configuration and entered dicom qr to test. She was unable to connect to pacs and the system started becoming unresponsive to the point where she had to continually hard shutdown and restart the system. User had been working on the network configuration earlier in the week when she had an emergency that forced her to leave the system still logged into admin. While she was away from the system, an it person from the site came onto the system and finished setting up networking. This it person shut down the system with a hard shutdown. There was no patient present.